Manufacturer narrative:
Inspection and testing found the angle was locked and could not disengage due to wear of the angle wire. In addition, angulation was reduced, the insertion tube was damaged, the universal cord, control body, and connector were damaged, there was noise on the image, there was insufficient light from the light guide lens, and there was evidence of water infiltration from the body control unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported a malfunction of the angulation of the scope. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to an olympus service center for evaluation. During inspection and testing, the angle of the scope locked. This report is being submitted for the malfunction found during evaluation (locked angle). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 02-mar-2022. This report is being supplemented to provide additional information received from the reporter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received from the reporter. The subject device was being used internally at an olympus site; therefore, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The presumed cause from the suggested event was that the angulation lock occurred due to a strong twisting operation to the left and right with the bending section fixed at an angulation, or an irregular load such as a sudden angulation operation. Olympus will continue to monitor field performance for this device.